Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the log files and determined that sample ID (B)(6) was in the buffer queue for the input output module (iom) and was expected to be placed in the sorted output lane, which would direct the sample to the iom. However, the sample located directly before sample ID (B)(6) in the buffer queue left the gate without unloading. Therefore, when the automation system picked up sample ID (B)(6), it thought it was the previous sample. Sample ID (B)(6) was then placed in rack r55984 position c9 under the sample ID of the previous tube, causing it to be difficult to locate. Several error messages were generated. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the gate and electrovalve, checked tubing to ensure it was not pinched or leaking, and adjusted the antenna. The cause of the sample being placed in a rack under the sample ID of the previous tube is related to the software. The rcs specialist stated that the sample tube which left the gate without unloading would be brought back to the barcode reader and would be flagged as a duplicate tube. The rsc specialist recommended that the customer perform a search of the sample ID flagged as a duplicate to locate the position of the other tube with that sample ID and determine its correct sample ID.

Event description:
One patient sample being processed on an aptio automation track was delayed from testing. The patient's sample tube location was not accurately displayed on the graphical user interface (gui), causing a delay in locating the patient's sample. The patient was in the operating room. The sample was tested once the laboratory located it on the automation system. There are no known reports of patient intervention or adverse health consequences due to delayed testing.